Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2. G2 - checked "other" and added the country canada. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the cause of the faulty cable was likely due to the user applying excessive force by bending, pulling, twisting, or squeezing it which damaged the cable. The specific root cause of could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is submitted to provide additional information from the customer and applicable corrections.

Event description:
Additional information was received from the user facility. The user facility clarified that the camera had been working but after it had been manipulated, the device had failed in the middle of a therapeutic procedure. The procedure was completed using a similar device. There was a minimal delay in the procedure. There were no error codes associated with this event.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. The device evaluation determined a faulty cable unit had caused the no image. The cable was found to have internal damage. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility

Event description:
The customer reported to olympus, there was no image on the 4k autoclavable camera head during an unknown procedure. There were no reports of patient harm associated with this event.